Event description:
Customer reports that during use, the clips did not lock shut on the tissue. No patient/user injury or intervention reported.

Manufacturer narrative:
At the time of this report, the evaluation of product sample is not available.